Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed raw skin irritation from the lifevest equipment rubbing against the skin. There was no alleged device malfunction contributing to the irritation. The patient's physician reported that the patient had an abrasion and prescribed an allevyn patch to the irritation. Follow up indicated that the skin irritation improved.